Event description:
It was reported the pc displayed the message "replace generator soon" message. Ipg is nearing end of life. 2.73v. As such, surgical intervention is pending to address the issue at a later time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.